Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: ventilator-device did not pass the pre-operational check due to leakage. Device repeatedly alarmed for 'disconnection on ventilator side', 'loss of peep', 'vt low' during ventilation. The alarm was observable both visually and through hearing. The malfunction was reproducible. There is no patient involvement reported. Neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. No medical intervention required. The investigation is still ongoing.